Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The complained va locking screw was forwarded to the responsible product development manager. The result: the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact with the plate thread. We assume that the damage on the drive resulted due the contact with the screwdriver. Further investigation regarding the manufacturing documents show conformity to the specifications. No product fault could be detected. Please do always follow the instructions described at the technique guide.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a distal radius fracture procedure the surgeon drilled a locking screw through a plate. The surgeon fixed the k-wire and then drilled bone through a guiding block and quick drill sleeve. He then slowly inserted and locked the va locking screw through the guiding block in a positioning hole. He could not lock the screw in the most distal styloid hole. The surgeon confirmed the position of the screw via imaging and noted the screw penetrated the hole. He removed the penetration screw from the opposite end but left the plate in place. This was a new surgical process which utilized a fixed mode technique. For the procedure he used the torque limiter in the lock, as oppose to using a power tool. Overall, the surgeon used a guiding block, quick drill sleeve and torque limiter by fixed mode which resulted in the locking screw penetrating the plate and leaving a metal circle. This is 1 of 2 reports for the same event.